Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -6.00/1.0/061 (sphere/cylinder/axis) lens had a tear/break before/during loading. This occurred on (B)(6)2024. The lens was not implanted. A replacement lens of the same model/size and similar power was implanted on an unknown date and the problem was resolved.